Manufacturer narrative:
The customer reports that the fan on the power brick went out. The screen still works and the cns (central monitoring system) still powers on, however, the power brick gets hot. A fan is currently blowing at the power supply. Nihon kohden no longer stocks or supports the power brick part. Customer ordered the power supply from a third party to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reports that the fan on the power brick went out.